Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. Philips technical support provided troubleshooting assistance to the customer to resolve the issue. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the unit failed the extended self test (oxygen sensor analog to digital converter sample out of range). The customer requested assistance from philips technical support. There was no patient or user harm reported. The event date was not specified; estimate used.